Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2018 it was noted via a CT scan that perforation had occurred. No further patient complications were reported. It was further reported that there were 2 right renal veins that were noted. The cranial tip of filter terminates near the orifice of the more rostral vein.

Event description:
A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2018 it was noted via a CT scan that perforation had occurred. No further patient complications were reported.